Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5081117) on 19-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and peripheral sensory neuropathy ("developed sensory neuropathy in both feet") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, centrum /02217401/, colecalciferol (vitamin d), cyanocobalamin-tannin complex (b12), duloxetine hydrochloride (cymbalta), oxycodone, pregabalin (lyrica), rabeprazole sodium (aciphex), simvastatin, terbinafine and tramadol. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced paraesthesia ("tingling in both hands") and hypoaesthesia ("numbness"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral sensory neuropathy (seriousness criterion disability), pain in extremity ("pain in feet"), muscle twitching ("twitching in both hands"), muscular weakness ("weakness in hands"), alopecia ("hair loss"), vitreous floaters ("floaters in vision"), dyspareunia ("pain with sex") and adverse event ("many more side effects"). The patient was treated with surgery (abdominal hysterectomy, removed uterus, cervix, fallopian tubes ovaries and essure device) and surgery (had surgery on feet to remove nerves ). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, peripheral sensory neuropathy, paraesthesia, hypoaesthesia, pain in extremity, muscle twitching, muscular weakness, alopecia, vitreous floaters, dyspareunia and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, alopecia, dyspareunia, hypoaesthesia, muscle twitching, muscular weakness, pain in extremity, paraesthesia, pelvic pain, peripheral sensory neuropathy and vitreous floaters with essure. The reporter commented: an injury (serious injury, disability/ permanent damage, required intervention) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.